Manufacturer narrative:
H6: investigation: one used sample model 10010453 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 10010453, lot number 20105719 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20105719 regarding item #10010453.

Event description:
It was reported that 4 bd alaris¿ pump module smartsite¿ low sorbing infusion sets from lot 20105719, and 1 set from an unspecified lot had flow issues during the intralipid infusions. The following information was provided by the initial reporter: "at a minimum of four times over the past three weeks, out pharmacy department has had problems with the "bd alans pump infusion set w/ 1.2 micron filter". Staff have attempted to prime the IV tubing with intralipid 20% IV fat emulsion and have had immense difficulty pushing the intralipids through the 1.2 micron filter. If they have trouble with a specific set of IV tubing, they would switch the tubing to another set, and it would go through the filter without issue. No harm was done to any patients because of this delay m care."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20105719, medical device expiration date: 2023-10-06, device manufacture date: 2020-10-03. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd alaris¿ pump module smartsite¿ low sorbing infusion sets from lot 20105719, and 1 set from an unspecified lot had flow issues during the intralipid infusions. The following information was provided by the initial reporter: "at a minimum of four times over the past three weeks, out pharmacy department has had problems with the "bd alans pump infusion set w/ 1.2 micron filter". Staff have attempted to prime the IV tubing with intralipid 20% IV fat emulsion and have had immense difficulty pushing the intralipids through the 1.2 micron filter. If they have trouble with a specific set of IV tubing, they would switch the tubing to another set, and it would go through the filter without issue. No harm was done to any patients because of this delay m care."